Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune reaction and rupture. (B)(4).

Event description:
It was reported to mentor via medwatch form mw5096310 that a female patient underwent a breast surgery with a mentor memorygel breast implant 300cc and suffered from the following symptoms: sleep excessively and struggling to wake up, unable to work full-time work, debilitated, unable to make words sentences, unable to walk or control my limbs, low blood pressure, heart attack symptoms, shortness of breath, vertigo, dizziness, light headed, feeling faint, fainting spells, fatigue, brain fog, memory loss, cognitive problems, muscle pain, joint pain, difficultly recovering from a workout, hair loss, dry skin and hair, inflammation, sleep problems, hypothyroid, adrenal fatigue, cortisol depletion, low libido, headaches, ocular migraines, nausea, ibs, sibo, leaky gut, tinnitus, metallic tastes, food intolerances, numbness and tingling in hands feet, discoloration of limbs (red, purple, white), sensitivity to heat and sun exposure, unstable body temperature, rashes, symptoms of lyme, raynaud¿s syndrome, hashimotos, addison¿s disease, graves disease, sjogren¿s syndrome, pots, ankylosing spondylitis, ms, fever, flu like symptoms, chills, sweats, persistence bacterial and viral infections, candida, burning sensations, depression, anxiety, panic attacks, homozygous mthfr mutation, hypothyroid, anemia, ptsd, dehydration, malabsorption of nutrients, dysphonia (loss of voice), abdominal pain, neck, back, hip, leg, ankle, feet pain, sensitivity to touch, show metal toxicity. Lymphatic system shows severely clogged, blood clot in leg vein, anemia. The patient also experienced bilateral symptomatic rupture. As a result, the patient will undergo removal without replacement on (B)(6) 2020. This medwatch is for the left breast implant.